Event description:
It was reported that the patient passed away. The cause of death was status epilepticus. The date of death was (B)(6) 2012. Attempts for additional information have been unsuccessful to date.

Event description:
Review of programming history shows system diagnostic results within normal limits on (B)(6) 2012. Attempts for additional information and product return have been unsuccessful.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was acute non traumatic subdural hemorrhage, epilepsy, and status epilepticus. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of unlikely sudep. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Review of programming history.